Manufacturer narrative:
Device evaluation by manufacturer: on 01-mar-2018, a field service engineer (fse) verified test cups in waste box, but no errors in error log causing the runs to abort on the aia-2000 instrument. The fse verified all sorter cup alignments and cleaned the sorter suction pad. The fse trained the customer regarding keeping reagents stocked up while running to eliminate instrument pause conditions. The fse adjusted the clot detection due to numerous "sc" flags. The customer ran patient samples without any further issues. The aia-2000 instrument was working within specifications; no further action was required by the fse. A 13-month complaint history review and service history review for similar complaints was performed for serial number (B)(4) from (B)(6) 2017 through aware date (B)(4) 2018. There were no similar complaints identified during the searched period. The aia-2000 operator's manual a3. Appendix 3: flags, states the following: sc flag: description: indicates that vacuum pressure exceeded abnormal level after the suction of a specimen. The measurement will be skipped due to clogging. Check for lumps or clots. If found, use centrifuge to remove and reschedule assay operation. Overview of system operation, states the following: note that waste cups and tips are counted as they are discarded. The waste box status part is displayed in instrument (toolbar). When the count reaches 3600 assay, background color of waste box status part changes from gray to orange. When residual quantity is reset, background color (waste box status part) returns to gray (count is reset). The waste box content is not sensor-monitored, so always check the waste level prior to commencing system operation. The most probable cause of the reported event was due to test cup shortages while running in the query mode. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013.

Event description:
On (B)(6) 2018, a customer reported many test cups in the waste box causing the run to abort on the aia-2000 instrument. The customer requested service in order to further investigate the issue. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for intact parathyroid hormone (ipth). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.